Event description:
It was reported that the zimmer dermatome lacked power and the butting thickness is questionable. Additional clinical follow up indicated that the reported event occurred during the surgical procedure. There was no report of harm, additional donor harvest, delay, increased surgical time, or intervention, associated with the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 10 years old and was last returned to the manufacturer for repair on 09/23/2009. The inspection found that the head and control bar were both damaged. The motor operated at the bottom end of specifications and was out of calibration only at the zero graft setting; however, this would not impact grafting ability. Customer's event regarding the unit's lack of power verified. Thickness calibration settings were only off at the zero setting, customers' issue regarding the thickness of the graft could not be verified. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.